Manufacturer narrative:
Analysis of the catheter, model# 8780, serial# (B)(4), found the catheter body to have significant twisting that may have affected infusion. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, lot # 0211359221, explanted: (B)(6) 2016, product type catheter. (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in australia who received morphine 5000 mcg at a dose of 240.3 mcg. The patient¿s concomitant medications were not obtainable and the medical history was not known. It was reported that on (B)(6) 2016 the representative met with the patient with her physician and it was ¿obvious¿ that the patient¿s pump was ¿easily¿ flipping¿ in her pocket. On an unknown date, during normal use, the patient experienced inadequate pain relief and there was report that the patient¿s personal therapy manager (ptm) was working half the time. It was unclear at that stage as to why the ptm was not working. The representative and the implanting physician thought it was user error. Reportedly, the representative had spoke with patient ¿numerous¿ times on the phone to troubleshoot the ptm not working. Environmental, external, and patient factors that may have led or contributed to the event included report that the patient intentionally/non-intentionally was flipping the pump in the pocket. Interventions and actions taken were reported as the phone calls and meeting with the physician. To address the pump flipping in august a pump revision was scheduled with the implanting physician but the date was pushed back due to illness. Reportedly, when the surgical intervention occurred the sutures around the pump were loose so the pump was flipping continually in the pocket. As to the cause of the loose sutures, it was believed and reported that the patient was the cause of the flipping. The ptm would respond only when correctly orientated. As reported, the ptm was not working only due to the flipping of the pump itself. There were no other ptm allegations. It was also reported that the pump was very well sutured down. The catheter was spiraled and severed. The catheter itself broke where the catheter met the connector. The catheter broke clean from the ¿sutureless connected¿ that was still on the pump. The catheter was spun tightly up to the anchor. A dye study confirmed that the spinal catheter segment did not dislodge as a result of the pump flipping. The catheter was partially explanted on (B)(6) 2016 and was expected to be returned the pump remains implanted. A new pump segment was connected to the remaining spinal segment. This was intentionally done and would have only been removed if necessary. The patient¿s current ptm was now working after the surgical intervention. At the time of the report the patient¿s status was reported as alive-no injury and the issue was resolved.

Event description:
Information was later received by a representative who reported that the surgeon had deem the event as a user error the patient was an elderly person and twiddler¿s syndrome was suspected in which there patient continually fiddled with the device. The outcome of this was not seen until the patient was opened in surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.